Event description:
It was reported that, "pegs on original patella were broken."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.